Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating a returned olympus bronchovideoscope loaner device it was discovered that the coating material on the insertion tube was detached. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The coating was peeling off. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the reported issue of peeled coating was confirmed. The cause of the peeled coating was not established. However, it is likely that physical or chemical stress contributed to the coating on the insertion tube peeling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.